Manufacturer narrative:
The reagent lot number was 811848. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas pure e 402 analytical unit. The initial result was 9.49 ng/l. Due to hardware issues, the sample was repeated. The repeat result from the same analyzer was 3.80 ng/l. The repeat result from another cobas pure analyzer <3.0 ng/l. This result was believed to be correct.

Manufacturer narrative:
The field service engineer inspected the detection unit channel, electronics, system reagents, and water system. An incorrect gear pump pressure was identified as the root cause and was adjusted. The investigation determined that the service actions resolved the issue.